Manufacturer narrative:
This product is registered as a combination product. Further information was requested but is not yet available. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported through the a research article identifying a left ventricular (lv) lead and device that may be related to a loss of biventricular capture due to lv pacing threshold elevation, or oversensing resulting in pacing inhibition. The event was resolved by deactivating the lv lead. Specific patient information is documented as unknown. No patient consequences were reported. Further information was requested but is not available. Related to manufacturer report number: 2938836-2020-08002.